Event description:
It was reported an unspecified transfer set leaked from an unspecified location. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: catalogue #: was changed from asku to 5c4483. D4: lot #: was changed from asku to h21k15043. G4: PMA/510k # or bla #: was changed from ni to k192705. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the patient was treated with antibiotics. H10: the device was received for evaluation. Visual inspection was performed and the silicone tubing was separated from the dark blue female connector. Markings were observed on the silicone tubing indicating the tubing was positioned on the female connector. The reported condition was verified. The cause of the condition could not be determined, however assembly between the female connector and the silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing or the twist clamp could cause a separation. Should additional relevant information become available, a supplemental report will be submitted.